Event description:
The power supply in the customer's integra 400 plus analyzer generated smoke. No one was injured or overcome by smoke or fumes. During this occurrence, no patient results were generated. The power supply was not returned for investigation, however, pictures were provided. Based upon the pictures provided, the failure mode is consistent with the fans being blocked or airflow restricted. It was not caused by reduced cooling performance due to excessive dust. There was heat damage on the right planar winding printed circuit board. All parts and plastics are ul rated accordingly. There was no risk of fire and no one was injured.

Manufacturer narrative:
This event occurred in (B)(6).